Manufacturer narrative:
(B)(4). B. Braun medical inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR) and (B)(4) (the imp). This report has been identified as b. Braun (B)(4). One used needle contaminated with blood, was received for eval. The catheter was not returned with the needle. Thirty seven unused, unopened samples were also received. The samples were taken for visual and functional inspection. On the used sample, the safety clip was found at the cannula tip. It was in an engaged position. The safety clip was closely observed and no damage or deformity was noted. There were no scratches or damages evident along the cannula. The sample was then subjected to a clip functional test (drum test). The returned sample passed the clip functional test according to test specification. Since the catheter hub was not returned, further investigation could not be done. The 37 returned reference samples were checked visually and no defects or damages were found. All returned reference samples passed the safety clips functional test and met specification. The batch manufacturing records were reviewed and no abnormalities or defects of this nature were noted. Since the catheter hub was not returned, it is difficult to determine how or why the clip did not function and no specific conclusion can be drawn. If additional pertinent information comes available, a follow up report will be submitted.

Event description:
(B)(4).